Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial procedure was done in 1999. Medical products - unknown tibial tray, unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07477 and 0001822565-2017-07479. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post initial surgery, patient may require a revision procedure due to pain and knee deterioration. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.